Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing due to small r-wave signal amplitude measurements. Inappropriate shocks were delivered in several episodes. The smartpass feature was noted to have become disabled prior to the first inappropriate shock due to low signal amplitude measurements. All three programmed sensing vectors have been used, however, have resulted in the reported oversensing with inappropriate shock therapy. The physician planned to evaluate all programmed sensing vectors and make programming changes. No adverse patient effects were reported. This device remains in service.